Event description:
The patient reported loss of therapy as well as increased and new pain. Attempts were made to change the programs on the transmitter assembly on (B)(6) 2025, the patient was seen in the emergency room due to pain and reported the neurostimulator and medications are not helping their pain at all. The patient was advised to stop wearing the device and follow up with their pain management provider. Additional information was received on june 23, 2025. The patient has a consultation for an explant procedure scheduled for (B)(6) 2025. The patient attempted to resume therapy. However, they did not receive pain relief. No additional information is available at this time.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Potential causes of the reported issue include programming parameters, migration, interference from a non-curonix device, the patient having contraindicating conditions, severe force applied to the implant, and off-label use. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended. Refer to issue-2025-0014 for additional investigation details for the late MDR reporting.